Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the following. The up/down angulation did not meet the standard value, due to wear of angle wire. The adhesive of the bending section rubber was detached. The insertion tube had a wrinkle. The control unit was deformed. The instrument channel port was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple (three times) microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]. Unspecified microbes: <15 cfu. [Second time; (B)(6) 2021]. Enteric flora: 10-100 cfu. [Third time; (B)(6) 2021]. Candida species: <10 cfu (light growth of enteric flora). The user facility did not provide other detailed information such as the number/type of microbes or the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The correct serial number of additional device information" is "(B)(4)", not "(B)(4)" as reported in the initial report. Olympus was obtained the following additional information from the user. - the device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator advantage plus pass-thru using peracetic acid. The subject device was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and olympus (B)(4)., the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.